Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer¿s device and verified the reported issue. The stryker fsr replaced the device's power pcb assembly to resolve the reported issue. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that this device was not completing the boot-up cycle during initial power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.